Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturing representative regarding a patient implanted with deep brain stimulation (dbs).it was reported that the device had ¿shut off by itself.¿ it was not known if there was an activity that prompted this issue. No troubleshooting was possible due to lack of access to the patient. There were no patient symptoms reported. There were no patient consequences anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. The patient's recharging statistics were provided for the past 6 recharging sessions dating back to (B)(6) 2017. It was shown that there was no information indicating the patient's ins turned off due to low battery. The data showed that there was no parameter changes in group settings or on/off events. There was no indication that stimulation was lost.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the event occurred in (b)(6, but the exact date was unknown. There were no known factors that may have contributed to the ins shutting off by itself. There were no actions/interventions taken; the issue subsided, but it was unknown why.